Manufacturer narrative:
The returned closure top was examined. The witness marks on the underside of the closure top which sits against the rod indicate the closure top was not installed correctly against the rod. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage, including recommendations that reduction instruments are used to ensure the closure top and rod are fully seated prior to final locking of the closure top.

Manufacturer narrative:
As the devices are still currently implanted, there is no product return meaning product evaluation is not able to be conducted. The lot number of the implant is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device still currently implanted

Event description:
Following a revision surgery that was performed to add up on l1, the 2 week checkup produced x-rays that showed the top 2 set screws had backed out. Additional information has been requested but is not available at this time.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3004485144-2016-00333 and 3004485144-2017-00036 thru 3004485144-2017-00039.

Event description:
It was reported that the closure tops at levels l1 left, l2 left, l3 left, s1 left, and l1 right all backed out from the pedicle screws. X-rays taken about two weeks post-op showed the closure tops backed out at l1 left and right. A revision surgery was performed approximately four weeks later (at approximately six weeks post-op) and the additional three closure tops were found to have backed out. This is report one of five for this event.